Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 9.3 mmol/l. The customer stated the sensor needle shen he pulled off was not there, it was not on the back of the site tape. The customer was advised tha the sensor would be replaced. The customer checked his site to make sure it was not in the body.